Event description:
In 8/92, this pt had a defibrillator placed for ventricular fibrillation. The pt developed recurrent obstruction of the left subclavian system by thrombus and removal of the lead system was recommended. During attempted percutaneous extraction of the transvenous defibrillator lead the pt developed a tear in the superior vena cava requiring emergent thoracotomy and institution of cardiopulmonary bypass. The laceration was repaired and the pt recovered from the procedure. At the time of lead extraction under direct vision, it was noted that the ventricular lead was adherent to one of the leaflets of the tricupsid valve. In addition, there was intense fibrous reaction around the right ventricular coil with ingrowth.